Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Device will not be returned.

Event description:
Customer reported insulin leaked from the plastic seam on the side of the cartridge. She reported this occurred after she filled the cartridge but before it was in use. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.